Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. The customer maintained that the cause of the low bg was due to the insulin gauge issue. Customer consumed carbohydrates and drank water to address bg.